Event description:
It was reported that 3 neutral bidirectional valves had issues with leakage when connecting the IV fluids to the PICC line. The following information was provided by the initial reporter: "it happened on (B)(6), the rn was connecting the IV fluids to the PICC line. She noticed it was leaking. She replaced the connector 3 times & it happened on each one." "Found a lot of neutrox connectors for central line leaking while using the patient PICC line."

Manufacturer narrative:
H6: investigation summary an el250 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20l21-t. The customer indicates the leakage was observed from the neutraclear component, however the exact location of the leakage was not confirmed in this instance. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 20l21-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the el250 set in the past 12 months. H3 other text : see h10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot #: 20l21-t was not found for the reported catalog # el250. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 neutral bidirectional valves had issues with leakage when connecting the IV fluids to the PICC line. The following information was provided by the initial reporter: "it happened on 23 june, the rn was connecting the IV fluids to the PICC line. She noticed it was leaking. She replaced the connector 3 times & it happened on each one." "Found a lot of neutrox connectors for central line leaking while using the patient PICC line."